Event description:
Caller reported a malfunction on the pump, specifically with a malfunction code labeled as malf 3. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, along with instructions for returning the problematic pump and additional training available in the customer's tandem source account. Customer acknowledged the instructions and plans to use a multiple daily injection therapy as backup until the new pump arrives.